Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During the index procedure, three endeavor sprint drug eluting stents were implanted; one in the lad and two in the cx. During the implant of the two stents in the cx an angiographic complication of dissection occurred.